Event description:
Rptr stated that a neonate's blood glucose was tested, using the inform sys, with a result of 4.1 mmol/l. An add'l sample was immediately obtained from the neonate and, when tested in the facility's lab, measured 2.9 mmol/l. Rptr did not indicate if pt was treated based on the value obtained on the inform sys. No adverse event was reported. The MFR requested the return of the suspect prod for eval.

Manufacturer narrative:
The event occurred in the netherlands.